Event description:
Reported as "band slippage, dysphasia & reflux with possible respositioning or replacement of the band." Follow up findings: band respositioned and remains implanted.

Manufacturer narrative:
The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, dysphasia and reflux are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause of these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." Device labeling address the possible outcome of dysphagia and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."